Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The patient was experiencing infection and bacteria complicating endocarditis. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was the infection which was consistent with substance abuse.